Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage was noted during visual inspection on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, and battery tube assembly. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call, she noticed fog under the screen. She was outside tending to the weeds and noticed that increased the fog under the screen. She didn't recall her blood glucose. Customer stated the fog is getting worse and fluids were noted under the lcd display. Customer also stated the device had been dropped but the tubing caught it so the device never hit the floor. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.